Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away approximately one month after the implant of the leadless implantable pulse generator (ipg). The day before passing away, the patient was admitted to the hospital with a suspected fever and infection. The patient was found deceased the next morning prior to any to any examination or diagnostic tests. The cause of death was noted as sudden cardiac death of an unknown cause. The patient is a participant in the (B)(6) registry study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.